Event description:
It was reported that an ilet bionic pancreas generated repeated alert 35 insulin occlusion alarms across multiple recent uses, and the device was proactively replaced to maintain therapy continuity. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included the user continuing diabetes management and receipt and inspection of the returned device. Investigation included review of device performance history and logistics confirmation for replacement and return. Investigation of the device engineering logs confirmed previous alert 35 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.